Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported blood sprayed onto her arm after a blood draw during disconnection of the blood collection device from a saline lock. The tubing was clamped prior to removing the blood collection device. No patient or clinician harm was reported as a result of the event.